Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease and once curved opening on the anterior side. A leak test and microscopic analysis were performed which identified a sharp opening on the plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the plug strap bond edge assessed as an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.